Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine exchange of the implantable cardioverter defibrillator (ICD), this left ventricular (lv) lead was surgically abandoned due to loss of capture (no asystole). No additional adverse patient effects were reported.